Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer managed the high blood glucose by administering a correction bolus via the pump. Reportedly, the customer resolved the issue by changing the infusion set and cartridge, subsequently resuming insulin.